Event description:
It was reported that the right ventricular (rv) lead had high threshold and no capture. The rv lead was explanted and replaced. During the procedure, the physician dislodged the right atrial (ra) lead. The ra lead was also replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: sdr203b, implantable pulse generator, 2004-(B)(6); 5076-52, implantable pacing lead, 2004-(B)(6). (B)(4).